Manufacturer narrative:
This report is submitted january 11, 2017.

Manufacturer narrative:
This report is submitted on october 25, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device use, subsequently the device was explanted on (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.